Event description:
It was reported the pt (B)(6) was not receiving effective stimulation. X-rays were taken and showed the lead was fractured and lead diagnostics showed all contacts were invalid. The pt underwent revision surgery where the lead was replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Evaluation results: the complaint of "lead broken/fractured" was confirmed. As received, the lamitrode s8 was complete and the lead body had a fracture with all wires broken approximately 21 cm- from the top of paddle (stimulation). The lead fracture was consistent with a repetitive stress. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.